Event description:
As reported to coloplast, a patient experienced leakage in the testicular implant.

Event description:
As reported to coloplast, a patient experienced leakage in the testicular implant.

Manufacturer narrative:
Evaluation results are pending. A follow-up report will be filed.

Manufacturer narrative:
One testicular device was returned for evaluation. Examination and testing of the returned component revealed no functional abnormalities. Because no functional abnormalities were observed, coloplast cannot determine the cause of the reported event.